Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
The customer reported that the analyzer fuse holder had melted after the fuse was changed. After a generator check in the customer laboratory, the analyzer went down. The customer stated that they had to replace two fuses on the system. The second fuse was replaced with a ten amp fuse. When the second fuse was replaced, there was a spark, and then the fuse holder melted. The customer noted that there was a small flame, but this went out immediately. The customer also stated that there was very little smoke present, but there was a smell. The customer confirms that they had shut off the analyzer prior to replacing the fuse. The customer did state that the fuse was replaced very soon after shutting the power off. No one was adversely affected due to the event. The field service representative determined that the fuse holder was defective. He replaced the fuse holder. He also drained the probes since they had residual cleaner, which prevented initialization of the analyzer. He replaced the ise tubing and sample probes as these were due to be changed. He stated that the analyzer is operating ok at this time. The customer later noted that since the time of the issue, the fuse needed to be changed again due to external power issues. The customer stated that they had no further issues with the analyzer.

Manufacturer narrative:
Investigations have determined that an external power line problem caused thermal stress on the f3 fuse holder, which caused a short circuit. The short circuit generated a spark and melted the fuse holder socket. Replacement of the fuse holder solved the issue. It was confirmed that the customer had a general issue with their in-house main power supply and that they had to check their power generator. The material used in the power supply is ul certified and has a low flammability.